Event description:
Information was received from a patient undergoing a trial with an external neurostimulator. The patient reported she was bleeding uncontrollably after getting home from the procedure on (B)(6) 2016 and went to the emergency room. The patient later reported that on the day of the event, she had soaked her bed with blood. The pads were not hanging on and she couldn't stop bleeding, even after putting pressure on it. She went to the emergency room and the nurse advised her that she shouldn't have taken the dressings off. The patient reported that the dressings had fallen off because they had gotten so wet with blood. The patient was given new bandages and sent home. She began bleeding again later that afternoon. She saw a nurse and a doctor again and they told her that the stitches had come out, so they stitched her back up. The patient said she has been good after that but started bleeding again on (B)(6) 2016. Patient was seeing her doctor again.